Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-18490. It was reported that the patient presented for a follow-up in clinic for a routine generator change. Upon device interrogation, the patient's right atrial lead exhibited episodes of oversensing noise. In addition prior to the procedure, fluoroscopy imaging was performed and the patient's right ventricular lead was noted to have been twisted inside the patient. Both leads were capped and replaced on (B)(6) 2019. The patient's condition was stable following the procedure.